Event description:
Conmed surefit dual dispersive electrode does not provide adequate contact to the patient (does not stick properly). These pads are used with electrosurgical equipment. Due to failure of pads, there is potential for possible harm to the patient.